Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted, which identified nonconformances. As a result, the affected units were dispositioned as scrap. The cause(s) of the reported failure to advance/delivery issue was determined to be patient condition related to calcification. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Related report number. This is one of two device reports related to the event. Refer to h10 for the related report number(s).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that implantation of an impella 5.5 was aborted due to patient anatomy. The wire and pigtail catheter could not reach the atrial valve. No patient harm was reported.